Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose ranged from the 200's (mg/dl) to the 300's (mg/dl). Reportedly, the customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. The supplies were changed to address the event and insulin delivery was resumed.